Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump administered gabalon. On (B)(6) 2025, intrathecal baclofen pump placement surgery was performed to treat right hemiplegia as a sequela of cerebral hemorrhage. The patient was hospitalized due to suspected infection due to open dorsal pocket incision. The distal catheter was removed on (B)(6) 2025 due to back pocket infection. Debridement was performed and the patient was to be followed-up. Postoperative course occurred on (B)(6) 2025. The postoperative course has been smooth, so no special tests have been conducted. It was believed that the infection at the surgical site was caused solely by the burden due to cerebrospinal fluid leakage. Other factors were not considered to be involved. It was further reported that the outcome of the back pocket infection was recovered as of (B)(6) 2025. The causal relation of the back pocket infection to drug was unrelated. The pump and catheter would not be returned. The pump was still in use and the catheter was discarded.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 18-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that on (B)(6), the patient had an intrathecal baclofen (itb) pump placement surgery. On may 3rd, the patient was discharged from the hospital without any problems following the surgery. On (B)(6), the patient came to the hospital for an examination because fluid was coming out from the back. Cerebrospinal fluid leakage was suspected; hence the patient was hospitalized on (B)(6) due to suspected infection due to an open back pocket incision. There was a distal catheter removal surgery due to back pocket infection and a debridement will be performed and they would follow-up with the patient. It was stated that the outcome recovered on (B)(6) 2025. The physician stated that the patient was able to obtain effects from the scr and the postoperative course was good, so it was highly possible that the patient would wish itb therapy again. After the infection heals, the physician stated that they would examine it. They would like to have an interval of about half a year. The patient was able to move with hemiplegia, so it might have been excessive movement after discharge and a load was applied to the pocket in the back.